Event description:
A hospital in (B)(6) reported that while on a patient, the membrane on an rt236 evaqua breathing circuit separated on the expiratory limb very near the wye piece and resulted in a leak in the circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the rt236 breathing circuit was not returned to fisher & paykel healthcare for investigation, but we obtained some photographs showing what appeared to be a tear in the evaqua membrane. Results: the hospital has reported that the circuit "was still attached to the wye, but became unravelled, so the membrane on the coil was open to the atmosphere". Conclusion: without the subject breathing circuit, we are unable to determine the exact cause or nature of the damage to expiratory tube as reported. All breathing circuits are pressure tested for leaks before they leave the production line and those that fail the leak test are rejected. If the tear had been present prior to or during equipment set-up, the ventilator would have alarmed, as the system would have failed the leak test from the outset. It is possible that the expiratory tube became damaged post-product and most likely after equipment setup. Our user instructions that accompany the rt236 breathing circuit contain the following statement: "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb."